Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported in the crf that heli-fx endoanchors were implanted in the patient along with non-medtronic devices to treat an ia endoleak. A talent stent graft and a non-medtronic stent graft had previously been implanted. It was reported that 8 endoanchors were implanted during the procedure, the first and second endoanchors failed to fully penetrate the aortic wall due to right infrarenal and distance too great. The remaining endoanchors were successfully implanted. A type ia endoleak persisted at the end of the procedure. One day and approximately 6 weeks post implant of the endoanchors, a type ia endoleak was observed. Intervention was performed with embolization performed. The patient is reported to have recovered with treatment. Site reported that the event was related to the aneurysm. Approximately 10 months later a type ia endoleak was observed. Intervention was performed with embolization performed. The patient is reported to have recovered with treatment. Site reported that the event was related to the index procedure.